Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on june 14, 2019.

Manufacturer narrative:
This report is submitted on march 12, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use, subsequently the device was explanted on (B)(6) 2019. It is unknown if there are plans to re-implant the patient with a new device during the same surgery.